Event description:
A review of service data has detected a reportable event. Upon servicing of charger/modem sn (B)(4) which was returned for normal maintenance, the charger/modem would not power on. The last patient to use this charger/modem did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon evaluation of flash failure was found at pin a23 of the flash memory (components u102 and u105). The cause of the failure cannot be positively identified but is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified. No adverse event resulted from the defective charger/modem. The last patient to use this charger/modem did not report any problems.